Event description:
It was reported that the external pulse generator displayed an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. . There was no patient involvement.

Manufacturer narrative:
Product analysis: it was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. The incoming test failed due to a broken atrial patient wire. It was also determined at analysis that errors were found in the log files and the battery had low voltage. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.